Event description:
As reported, during a pelvic embolization 035 catheter was in place, coil was advanced outside of catheter during the end of coil placement. The physician was manipulating the posterior end of the coil pulling in and out of the catheter multiple times at one point the coil wouldn't move in correlation to the pusher wire. The coil was then attempted to detach. When the pusher coil was retracted to coil was stuck within the catheter. The catheter was then pulled back into the sheath and back out of the patient. Additional information indicated, the coil became dislodged from the pusher wire. Detachment attempt failed. The entire system was then retracted back in to the catheter and pulled out. No patient injury occurred.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device has been returned to the manufacturer. A supplemental MDR will be submitted following the completion of the investigation.

Manufacturer narrative:
Items returned for evaluation: pusher. Implant. Items not returned for evaluation: introducer. Shrink lock. Dispenser hoop. Microcatheter. V-grip. The visual analysis of the returned items found the pusher's strain relief damaged and the implant not attached to the pusher, but no signs of activation was observed on the pusher heater coil. The implant was returned stretched at the proximal section with the gel exposed, damaged, deformed and separated from the pusher. The investigation found the pusher's monofilament broken (img c), which indicates the device experienced a tensile break. The investigation of the returned coil system found the strain relief damaged, and the implant stretched at the proximal section with the gel exposed, damaged, deformed and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.